Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 3241984. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample and a video sample were received for evaluation by our quality team, alongside a syringe sample and what appeared to be a b. Braun extension set. Through examination of the catheter sample, the catheter was twisted and there was a small stretch at the catheter/adapter junction as well as a hole in the catheter at that location. During the angiocath assembly process and the subsequent processes through which the catheter passes, there are no steps that could generate a twisting or stretching of the catheter as was observed in this sample. According to the characteristics of the sample, this defect may have resulted during the use of the product at the time of insertion or removal of the catheter from the patient; the catheter core was rotated enough to cause the catheter to twist and/or the damage resulted during the removal of the catheter from the patient, generating the stretch. The leakage resulted due to the damage from the twisted catheter. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information (city) was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd angiocath leaked. The following information was provided by the initial reporter, translated from portuguese to english: jelco no. 22 had a defect between the adapter and the catheter, causing medication leakage and loss of avp